Event description:
It was reported that the patient presented 6 weeks post procedure with mrsa infection. The patient had about one month with wound dehiscence that chronically didn't heal that eventually had pseudomonas that got long term antibiotics. The physician explanted all implants and implanted a cement spacer. When the physician initially saw the patient they presented with huge anterior wound and a posteromedial draining sinus. On the ensuing days after explant patient seeded left artificial knee and left native ankle. The physician says that he went back to operating room a couple more times (didn't state procedures). The physician states the physician is healing appropriately now and doing fine. The surgeon states roughly two to three months and they will revise with invision total ankle.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Event description:
It was reported that the patient presented 6 weeks post procedure with mrsa infection. The physician explanted all implants and implanted a cement spacer.